Manufacturer narrative:
Field service investigation was not performed and no parts were returned for failure analysis investigation as the serial number of the complaint device is unknown. All device history records are reviewed and released according to procedure; a device is not released if it does not meet requirements or is nonconforming. A supplemental report will be filed if and when additional information becomes available. Correction to the associated device reports: this is one of three device reports for this event; there are a total of two events for this patient. The associated MFR report numbers are: 1225714-2013-03834, 1225714-2013-03835, 1225714-2013-03836, 1225714-2013-03837 and 2937457-2016-00506.

Manufacturer narrative:
(B)(4). There are discrepancies regarding the date of event onset, symptoms and the date of death as the information received for this patient has inconsistencies. Further attempts to obtain clarification and specific information surrounding the event details will be made and submitted upon receipt accordingly. This is one of three device reports for this event. This is one of three device reports for this event. The MFR report numbers associated with this report are: 1225714-2013-03834, 1225714-2013-03835, 1225714-2013-03836 and 1225714-2013-03837.

Event description:
The plaintiff's attorney alleged that the patient experienced metabolic alkalosis and cardiac arrest and subsequently expired approximately four months later, which is alleged to have been caused by the product administered to the patient during dialysis treatment. The patient received dialysis treatments over a period of approximately three years.